Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported the type ia endoleak (intraoperative) was unconfirmed due to a lack of medical imaging, several attempts were made for medical images but were denied as patient authorization is needed. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was discharge on the first post-operative day stable home. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system and an additional ovation ix iliac limb were implanted to treat an abdominal aortic aneurysm (aaa). Reportedly, the system deployed as expected. The final angio identified a possible type ia endoleak. The patient will be monitored and re-scanned in 30 days to determine if the type ia endoleak resolves on its own.